Event description:
Device #2 malfunction: posterior cuff miss. Time of device malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician trained in the use of the perclose proglide device attempted arteriotomy closure of the common femoral artery after an interventional procedure. Reportedly, when the needle plunger was removed the posterior needle tip did not capture the posterior cuff. The device was removed and a second proglide was used with the same results. The device was removed and manual compression was used to achieve hemostasis. There were no reported adverse pt effects. Though requested, no add'l info was provided.

Manufacturer narrative:
The customer reported the device was discarded. The lot number was provided. A review of the device history record for this lot did not produce any findings relevant to this report. Device #1 proglide, part# 12673-03, lot# 63161-64, is being filed under medwatch MFR report number: 2953144-2008-01106.